Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/21/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded suspected discrepant result on a (B)(6) female dialysis patient scheduled to receive a vitrectomy. The patient was admitted on (B)(6) 2017 at 11:35 and discharged on the same day at 13:52. The procedure was performed successfully. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). Samples were collected and tested on (B)(6) 2017 there are no injuries associated with this event. The investigation is underway.